Event description:
At the start of a cerebral angiogram procedure, a micro catheter was inserted into the aneurysm; as the tech went to hit the fluoro save button to capture the entry into the aneurysm, the system shut down. All efforts were made to bring the system back up timely, soft start, tech checking room/control room, consulted with another tech, called siemens hotline, ended up doing a hard start. Manufacturer response for x-ray interventional vascular, artis q with pure biplane (per site reporter). Initial remote evaluation and subsequent on-site visit for another reported issue did not identify any issues. Recommendation is to re-boot the bi-plane weekly, however this is not stated in the manufacturer manual. On-site diagnostic evaluation scheduled.